Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 500 mg/dl. The customer declined to troubleshoot for the high blood glucose incident. The customer was experienced nausea. Customer using auto mode feature active at the time of event. Customer¿s current blood glucose was 213 mg/dl. The insulin pump will be returned for analysis.